Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the foot switch, repaired the collimator assembly and clutch on the iris pot. The cross arm lock was also repaired. The system was tested, and operates as intended. The system was released to the customer for use. No patient involvement with the issues on the system. The facility bio-med department had the system out of service. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system displayed a bad iris pot error. This system was taken out of service by the facility bio-med department that attempted to repair the system in-house, unsuccessfully. There was also an issue with the cross arm lock and the system displayed a footswitch stuck error as well. No patient involvement.